Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer control board issue. A field service engineer replaced the drawer controllers, the module controller, and the position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the device was not detected and required maintenance. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.